Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 8pm at the end-user's home. End-user stated she fell asleep on a chair and her daughter attempted to wake her around 8:00pm. The end-user was feeling confused and was not verbally responding to her daughter. End-user stated that her daughter gave her 2 glucose tablets via mouth and tested her blood glucose on her prodigy meter and received a result of 95mg/dl. Her daughter called paramedics about 10minutes after testing with her prodigy meter. Paramedics arrived approximately 15 minutes later and tested the end-users blood glucose and received a result of 52mg/dl. The paramedics administered glucose though an IV and transported her to (B)(6). Upon arriving at the hospital, the end-user had a blood glucose of 138mg/dl. The doctors gave the caller some apple juice and chicken on a roll. The end-user was not admitted to the hospital and was discharged after 4 hours with a blood glucose of 140mg/dl.